Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop and requested for part number for replacement. No death or patient /user injury or harm was reported.

Event description:
The customer reported a speaker malfunction inop and requested for part number for replacement. No death or patient /user injury or harm was reported. The device was in clinical use at the time of the alleged malfunction.